Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email by a representative that the customer experienced a hospitalization due to diabetes ketoacidosis. The customer stated they were hospitalized mid-(B)(6) 2016. The customer's blood glucose was unknown. The customer was treated with IV drip during hospitalization. The customer stated that he will sometimes suffer from low blood glucose; it's been an ongoing issue, before pump therapy since he is very insulin sensitive. The customer does not have the reservoir or infusion set information, but confirmed that he uses the quick set. The customer declined troubleshooting stated that he feels the products are functioning properly. The customer was wearing insulin pump at the time of hospitalization. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.